Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that an unspecified malfunction alarm occurred. The customer experienced a blood glucose level of 530 mg/dl to "high" on the continuous glucose monitor (cgm) and vomiting. The customer's mother drove them to the emergency room where they were subsequently hospitalized and admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka) due to the elevated bg level. The customer was treated with a manual dose injection and intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2025. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.